Event description:
The clavicle pin nuts were unable to cold weld. Unable to advance pin causing a 30 minute extension of surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.